Event description:
The physician was unable to connect the extension into 0-7 side of neurostimulator (ins). When the physician attempted to slide the extension into (0-7) side of ins, he was unable to move it past the 3rd of 4th header block. Multiple attempts were made with both extensions. When ins was replaced, the extension fully inserted with no problem. The patient recovered without sequela.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up-report will be sent when analysis is completed.